Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -12.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting. The lens was exchanged and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and foreign material on lens surface (clear residue and white debris on lens). (B)(4).